Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1jwyp, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1jwyp, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the device was removed from the patient due to infection. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the issue was resolved. There were no further complications reported.